Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the lip ring was broken. The customer's blood glucose value was 287 mg/dl. Other blood glucose value mentioned was 284 mg/dl. The customer was assisted with troubleshooting and reported that the insulin pump was not on auto mode. The insulin pump will not be returned for analysis.